Event description:
Stent strut caught on guide catheter, which could have resulted in stripping of the stent off of the balloon. Md compensated for this problem by advancing and deploying stent. No resulting injury to the pt.